Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed and was determined to be use-related. One 4fr dual-lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed a needleless injection cap was present on both luer hubs. A functional test of flushing the catheter with water using a 12ml syringe was performed. No leaks were observed. A kink was observed between the 8 cm and 9cm depth markings. A microscopic observation revealed a crease/wrinkling and whitening of the material where the kink was found. The observed damage in the catheter can be caused by physiological, placement/securement, usage, and other mechanical factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that line placed mid-thigh, full 55 cm PICC untrimmed with 2-3 cm out of the patient (securacath used as stabilization). Three days after placement, one lumen was patent and one was positional. Cathflo was administered several times. PICC removed due to multiple access points and kink at 8-9 cm mark was discovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.